Event description:
It was reported that the glenosphere impactor broke during the case. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Product has not yet been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified signs of use in the form of nicks and scratches on the handle and shaft. The plastic tip is fractured at the end of the metal threads. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.